Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.